Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04149. It was reported the patient had experienced pain at the ipg for some time, and the stimulation had not been effective. The physician opted to explant the sys system due to the issues. It was reported the devices would not be returned.